Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. The customer reported a blood glucose (bg) level of 60 mg/dl. The customer consumed food to treat low bg level. Review of pump bolus history with tandem technical support showed that the customer inverted the bg and grams values when requesting a bolus on (B)(6) 2016. The contact understood the information provided and acknowledged customer error.